Event description:
The anesthesiologist was administering topical anesthesia to a patient prior to intubation for major surgery with a laryng-o-jet device when it broke into pieces inside the patient's airway. All the pieces were successfully retrieved and there was no harm to the patient.